Manufacturer narrative:
H3:product analysis: evaluation determined that distal bearing was broken. The likely cause of the failure could be due to impossible to insert a bur. It was also noted that leg was worn, color band was discolored and laser markings were faded. G3: aware date used as date of analysis performed date as the event is reported based on evaluation findings. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the device with the report of bearing issue. It was reported that there was no patient involvement . Additional information was received stated that detached bearings were found during evaluation.